Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during the load step of the prime sequence, the pump did not detect the cartridge and emptied the cartridge. The force sensor calibration and resistance was out of specification. Contamination was observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a load-step malfunction, a force sensor calibration and resistance issue, and force sensor plate contamination. This report is made based on results of the investigation performed on (B)(6) 2015.